Event description:
Patient arrive for a uroflow procedure. Equipment was charged to 100 percent. When disconnected from charger to perform study and the patient was told to start , a warning popped up saying low battery unable to perform exam. Exam could not be captured and could not be reviewed during visit. There was no patient harm. We were able to continue with studies throughout the remainder of the day with the machine plugged into power. Manufacturer response for uroflowmeter, (brand not provided) (per site reporter). Site notified mfg [manufacturer] directly.